Manufacturer narrative:
A customer in (B)(6) had reported false susceptible vancomycin results for an enterococcus faecium strain from a patient rectal swab, in association with the vitek® 2 ast-p616 test kit. Pcr testing was positive for vanb. An internal biomérieux investigation was initiated. The customer isolate was not available to be submitted for the investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-p616 lot # 4960662103 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) reported false susceptible vancomycin results for an enterococcus faecium strain (78646) from a patient rectal swab, in association with the vitek®2 ast-p616 test kit. The customer reported that the ast-p616 card, twice gave false susceptible (mic<= 0.5) results. The gradient test (oxoid) gave a susceptible (mic=1) result, and pcr testing was positive for vanb indicating a vancomycin resistant strain. The customer stated that results were not reported to a physician. There is no indication or report from the customer that the false result led any delay of result or impacted the patient's state of health. A biomérieux internal investigation will be initiated.